Event description:
It was reported that manufacturer representative (rep) called in to report issue that occurred today during a dbs implant. The caller stated that during the implant procedure, the crw frame fell and caused patient (pt) injury so they aborted the procedure. The caller states that the guide tube was in the brain and the crw frame fell backwards so the guide tube went forward and pulled it out (of the pt) and the pt began having stroke symptoms so they took him to 'CT' and that was the end of the case. The caller states that the only current implanted component now in the patient is the b32000 (lead taken out of the brain). Additional information was received from the healthcare provider (hcp). Procedure was aborted and implantable neurostimulator (ins) was not implanted. Stroke symptoms were right facial droop, right side weakness and difficulty with speech, bleeding from the cortex. The cause was equipment failure resulted in deformity of the guide tube. The stereotactic device slipped while the guide tube + electrode were still in the brain. The issue was not resolved, patient still in hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.